Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose event. Customer reported that she was involved in an auto accident in which she was the driver. Blood glucose levels at the times of the incident and admission were not provided. The customer also reported that she had recently been having difficulty with her sensor taping technique. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.